Event description:
Complainant alleged that during a routine shift check by a clinician, the device had no electrocardiogram detection in leads 1,2 or 3. The complainant indicated that there was no patient involvement in the reported failure.